Event description:
It was reported that the ventilator's displays were dim. The ventilator was not reported to have been used on a patient at the time of the event. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The customer replaced the backlight inverter boards and will call back should further assistance be required. The customer reported that the ventilator has been repaired.